Manufacturer narrative:
Additional devices implanted and involved in this event: rlt231418/15098011 and pxl161007/14067312. UDI numbers for the lots are as follows: lot 14671172: (B)(4). Lot 15098011: (B)(4). Lot 14067312: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2017, the patient presented emergently to the hospital complaining of right groin pain and edema. Later that same day, CT imaging identified an infection of the right common femoral artery with evidence of right external iliac artery erosion and bleeding (amount unknown). The cause of the infection is reported to be unknown. On (B)(6) 2017, an additional procedure was performed, whereby access was gained through the superficial femoral artery (sfa) and an iliac extender component and two gore viabahn endoprostheses were implanted for distal extension from the previously implanted contralateral leg component to the common femoral head. The physician performed an incision and drainage of the right infected groin area and applied a ¿wound vac¿ (negative-pressure wound therapy). According to the report, the patient tolerated the procedure and the physician will continue to monitor the infection. On (B)(6) 2017, the excluder and viabahn endoprostheses were explanted. Additionally, an axillofemoral bypass was performed on the patient¿s left side and a femorofemoral (femoral-femoral) bypass performed on the patient's right side for surgical revascularization. The patient reportedly tolerated the procedure and is currently being administered IV antibiotics. According to the report, the excluder devices did not appear to be infected, however the viabahn devices were reported to be infected. Reportedly, the explanted devices were destroyed by the facility and therefore are not available for evaluation.